Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule which failed to attach. The plunder was partially detached from the delivery device and hanged on the springs. The delivery device was removed and the capsule was attached successfully. A new capsule was used to the second procedure and it did deploy and function properly. There was no reported patient outcome.